Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated they had 2 sensors fail and they wound up in the emergency room. They stated they had a life-threatening event in which their blood sugar plummeted. It is unknown if the dexcom caused or contributed to the event. The patient did not provide further event details. No additional patient information is available.